Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple knife blades were dull and would not penetrate the cornea during cataract surgery. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that alternate knives were obtained in order to complete each procedure. There was no impact to any patient.